Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
Same event as MFR# 6000093-2007-00756 and 6000093-2007-00755. It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the heavily calcified circumflex artery. The physician initially attempted to dilate the lesion with a 2.75x15mm quantum maverick monorail balloon. The balloon was inflated to 7 atms but ruptured. The physician then used a 2.75x15mm maverick2 monorail balloon which ruptured at 10 atms. A 2.5x12mm maverick2 monorail balloon was then used. The balloon was inflated twice, but burst at 12 atms. The procedure was completed with another balloon catheter. There were no reported patient complications. Patient status listed as "ok".